Event description:
The bar that the rollator seat sits upon has allegedly broken. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for this event. A model 65650 was provided. No serial number/date code has been provided. The user manual part number 1148077 was issued with this device. The user manual is also found on-line at (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.